Manufacturer narrative:
(B) (4).(B) (4)- no code available (medical intervention required).the complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted within the distal biliary duct of patient on (B) (6) 2010 as part of the (B) (4) wallflex biliary fc benign stricture clinical trial. According to the complainant, on (B) (6) 2010 the patient underwent a pre-study stent placement cholangiogram, which revealed a mid biliary stricture secondary to the liver transplant. The stent was reported to be deployed in a satisfactory position across the stricture, and covered the cystic duct. A sphincterotomy was performed during the procedure. The patient was discharged on (B) (6) 2010. On (B) (6) 2010, the patient was admitted to the hospital due abdominal pain. It was reported that the patient had increasing pain for three days. Liver function test results were reported to be worse than at implant. The results were as follows: alkaline phosphatase = 525 u/l, total bilirubin = 23umol/l, gamma gt = 564 u/l, asat = 87 u/l, alat = 68 u/l. An abdominal ultrasound with doppler was performed, and revealed an absence of echographic anomaly, in particular no dilation of the intra-hepatic bile ducts. Of note was aerobilia in the hepatic ducts, "signifying proper functioning of the stent." An abdominal radiograph was also normal, and morphology and laboratory studies didn't suggest abnormality with regard to stent placement. The patient was discharged on (B) (6) 2010 with medication. The physician's assessment of the relationship of the stent placement to the patient's pain was reported as possible. The event was reported to be resolved without residual effects.